Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Since the reported error, the representative has completed over 30 3d spins and countless 2d images. The logs from the mobile view station (mvs) and image acquisition system (ias) were pulled. There was only one error in the generator log for the 6/15: error 041. This error indicates imbalanced ma, there is not the same current in anode and cathode branches. The error occured during an hd spin 120 kvp at 10 ma. During inspection, the reported issue could not be replicated. In observing the logs at the point where the rotor stopped rotating during hd spin there are several generator errors #16 and # 32. Also recoverable error: (41) imbalanced ma, there is not the same current in anode and cathode branches. Also seen ias warning tube overload warning xraygeneratorcontrol. This could point to a possible tank arc due to low oil in candlesticks. A full imaging system check-out was completed following on-site inspection and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to complete an hd spin. It was reported that while in the middle of a spin, the rotor unexpectedly stopped rotating, the x-ray generator started beeping, and the temperature indicator of the x-ray tube went from green to red. The system was rebooted and all functions returned to normal, with the temperature indicator displaying normal temperature status. This occurred outside of any patient involvement. No additional details were provided.